Event description:
It was reported that when viewing a remote transmission, it was not possible to view the rate histogram data. Due to the patient's upcoming travel plans, the device was explanted and replaced as a precaution. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity. Evaluation summary: performance data was collected from the device and have analyzed the data. Std review - no anomalies were found. Programmer s2d file (B)(4) shows the rate histograms printout between (B)(6) 2011 and (B)(6) 2012.